Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip failed to establish final arm angle (efaa). It was reported this was a mitraclip procedure performed to treat functional mitral regurgitation (mr), with an mr grade of 4. The clip delivery system (cds) was advanced to the mitral valve. However, the clip failed final arm angle (efaa). Prior to the efaa test, the clip angle was less than 20 degrees and after it failed efaa, the clip angle was at 30-40 degrees. The clip was not implanted and was removed. There was no adverse patient effect or a clinically significant delay in the procedure. Two clips were implanted; however mr remained unchanged, remained at 4. No additional information was provided.

Manufacturer narrative:
The device was returned and investigated. The reported issue of clip open ¿ establishing final arm angle (efaa) could not be confirmed via returned device analysis. The discrepancy between what was reported (clip open ¿ efaa) and what was observed (clip held final arm angle) is likely due to a combination of varying amounts of tension felt by the device during the procedure versus the returned product analysis, and internal damage to the actuator assembly. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported unintended movement (clip open -efaa) could not be determined in this complaint. There is no indication of a product issue with respect to manufacture, design or labeling.